Event description:
It was reported on (B)(6) 2010 that homechoice pro seemed to have delivered an unscheduled full fill during the tidal program. The full fill was delivered in cycle 4 and 7. The largest prescribed fill volume was 1500ml. The cycle by cycle therapy log indicated that the overfill occurred in during cycle 9 drain. The patient drained 3427ml. This event meets increased intra-peritoneal volume (iipv) criteria. No patient injury or medical intervention was indicated in the initial report.

Manufacturer narrative:
(B)(4). The device has been reported to be available for evaluation and has been requested. However, the device has not been received for evaluation at this time. If the device is received, a follow-up report will be submitted upon completion of the evaluation. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s.